Event description:
It was reported that: "md stated he wanted to use manta for this case. Based on 3mensio and CT images (posterior calcium at r cfa large-bore access, as well as, l iliac calcium planned for shockwave to deliver valve system). Md stated that he thought vessel of 8mm large enough to deploy manta despite calcium. At time of close, md deployed one vascular closure device from another supplier in r cfa and unable to deploy another. Md then chose to deploy manta. Significant bleed post-manta deployment. Fluoroscopic image demonstrated no distal flow below manta. Md stated that he suspects that vascular closure device from another supplier caused vessel damage and flap formation, which manta may have become caught on during deployment thus occluding distal flow. Manual pressure applied while attempting multiple times to balloon site. Partial distal flow restored with this. Vascular surgery called and patient sent for cutdown in or. As per the surgeon "successful [surgical] repair-manta had embolized proximally".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "md stated he wanted to use manta for this case. Based on 3mensio and CT images (posterior calcium at r cfa large-bore access, as well as, l iliac calcium planned for shockwave to deliver valve system). Md stated that he thought vessel of 8mm large enough to deploy manta despite calcium. At time of close, md deployed one vascular closure device from another supplier in r cfa and unable to deploy another. Md then chose to deploy manta. Significant bleed post-manta deployment. Fluoroscopic image demonstrated no distal flow below manta. Md stated that he suspects that vascular closure device from another supplier caused vessel damage and flap formation, which manta may have become caught on during deployment thus occluding distal flow. Manual pressure applied while attempting multiple times to balloon site. Partial distal flow restored with this. Vascular surgery called and patient sent for cutdown in or. As per the surgeon "successful [surgical] repair-manta had embolized proximally".

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. A fluoroscopic image was obtained for review and it indicated a radiopaque marker positioned proximal to the bifurcation. Vasculature appears tortuous. The device lot history record review for lot number: mn2401576 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A 78-year-old male patient, 200lbs, 167.6cm, 32.4kg/m2 presented in the or for a tavr procedure. A centrally positioned access was gained utilizing a micropuncture kit with ultrasound guidance. The right common femoral arteriotomy (rcfa) measured 8.0mm, moderate calcification, posterior wall calcification, and tortuosity proximal to the iliac, with a deployment depth measurement of 2.5cm + 1cm. The manta instructions for use (IFU) (lbl-001 r e) lists marked tortuosity of the femoral or iliac artery as a contraindication of the manta device and posts warnings not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. Based on CT imagery, posterior calcium was present at the rcfa access and in the left iliac, therefore, a shockwave was planned to deliver the heart valve system. Issues were encountered advancing and withdrawing the edwards 14f expandable procedural sheath. The IFU indications state: the 18f ce manta device is indicated for closure of femoral arterial access sites following the use of 15-18f devices or sheaths (maximum od/profile of 25f). Following the tavr procedure, the physician chose to use perclose for closure although manta deployment depth was measured. The physician mentioned he would use manta as a bailout if perclose failed. The team encouraged the physician to reconsider and raised concerns regarding the presence of the posterior calcium, and the bail-out concerns due to the left iliac calcification. The team reminded the physician, that perclose being present could cause issues and is not within IFU use if he chose to use manta. The physician acknowledged the teams' concerns and stated he thought a vessel of 8mm was large enough to deploy manta despite the presence of the calcium. He explained he would go radial artery for secondary access in case and reiterated he did not think the posterior calcium would be an issue since the vessel is 8mm. During the closure procedure, one perclose was deployed in the rcfa, although unable to deploy another. The physician then chose to deploy an 18f ce manta to the measured depth. Post-deployment of the manta, copious bleeding was present, and a fluoroscopic image indicated no distal flow. Manual pressure was held while multiple balloon angioplasty was applied, partially restoring distal flow. The vascular surgeon was called, and the patient was transferred to the or for surgical intervention. The physician mentioned he suspects perclose caused vessel damage and created a dissection flap formation which manta potentially became caught on during deployment and occluded the flow. Therefore, the root cause of the occlusive dissection requiring surgical intervention is likely attributed to user error. The patient outcome post-procedure was fine. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.